Event description:
This device case, which does not involve an adverse event, reported by a sales rep, who contacted the company with a product complaint, concerns a patient of unk gender, age and origin. The pt was taking an unspecified medication for treatment of an unknown indication. In 2008, the humapen ergo teal/opaque pen body (lot nr a1441) with a clear cartridge holder attached was reported to have a jammed plunger and high injection force was required. This humapen ergo, teal/opaque pen body with a clear cartridge holder attached is associated with 673823. The operator of the device was unk, and it was unk if the operator of the device was trained. It was unk how long the pt had used this device model. The device was returned to the company at about three days later. Initial examination found two broken engagement tabs. It was unk it this humapen ergo teal/opaque pen body with clear cartridge holder attached was continued. Update 06-oct-2008; additional info received 03-oct-2008; added lot number to case and recoded device from humapen ergo teal/clear to teal/opaque pen body. Updated corresponding field, narrative and psur.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.